Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic disturbance requiring hospitalization and is consistent with the reported inpatient admission and treatment with exogenous insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date following a supply change performed the evening prior to the event. Review of available information indicates the event was caused by ineffective insulin delivery along the infusion pathway, and the user did not replace the infusion set or follow the ketone action plan in response to persistent hyperglycemia, resulting in progression to severe hyperglycemia requiring hospitalization. The event was attributed to use-related factors rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 10-jan-2026 it was reported that the user experienced hyperglycemia with blood glucose (bg) levels reported as greater than 500 mg/dl, accompanied by chest pain. The user was hospitalized, where the user was treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.